Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked broken belt clip slot and cracked reservoir tube lip. No alarm on alarm history screen.

Event description:
It was reported that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. It was stated that the bottom of the motor block is broken and customer has had higher blood glucose in the last days. Customer is able to complete manual prime. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.